Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was filling the tubing it's not making the same noises and it's filling the tubing at a different rate and also reservoir had ran out faster than normal. The customer's blood glucose value was unknown. The customer also stated that insulin was not squirting out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08680 inches. No motor noise anomalies during rewind were noted. The motor was tested outside the device and passed. Device received with intermittent down arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.